Manufacturer narrative:
Qn#(B)(4). One unit was returned for 3010252479-2023-00046 manta. The unit returned included a 14f manta handle device locked into the sheath hub, a severed carrier tube and severed release tube. The handle device exhibited an actuated lever, and the carrier tube, release tube, and tamper tube were severed off near the sheath hub. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, ultrasound guidance and micropuncture were utilized to gain access. No issues were encountered advancing or withdrawing the procedural sheaths. An 18f manta was first successfully deployed to the right femoral artery. A 14f manta was planned for closure in the left femoral artery. The 14f manta was deployed to the measured depth although the physician encountered resistance attempting to advance the bypass tube through the hemostatic valve of the manta sheath. The physician applied a lot of force while inserting the bypass tube through the hemostasis valve, followed by pulling back on the manta device, causing the device to become bent. The physician reinserted the damaged device and was able to pass through the valve. However, the blue lock advancement tube did not emerge from the manta closure. The physician unsuccessfully attempted to retrieve the lock advancement tube with a hemostat clamp. He then chose to cut the suture, cut the carrier tube at the top end of the 14f manta device, and removed the back portion of the 14f manta device while maintaining tension on the suture. The physician cut and removed the blue lock advancement tube from the previously used 18f manta device and inserted it onto the 14f manta suture, successfully pushing the radiopaque lock down along the suture. The suture was cut below skin level, hemostasis was less than one minute, concluding the case without issue, and patient outcome post-procedure was fine. The IFU warns do not reuse or resterilize. The manta device is single use only. The manta device contains bioresorbable materials that cannot be reused or re-sterilized. Reuse or re-sterilization may cause degradation to the integrity of the device, leading to device failure which may result in patient injury, illness, or death; and do not use if the manta delivery system becomes kinked. Procedure requirements listed in the IFU state: the manta device is for single use only and should not be reused in any manner. If the manta closure does not deploy properly in the artery and hemostasis is not achieved, the closure and all absorbable components may be removed from the patient if medically necessary. The IFU indicates in step 3 of inserting the device: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Step 4 of positioning device: do not re-advance the manta closure and sheath deeper into the vessel if they are withdrawn past the deployment depth. If this occurs prior to rotating the lever, remove the entire system and open a new device. While maintaining neutral digital pressure at the puncture with the fingers of the left hand, withdraw the manta slowly and carefully from the patient along the angle of puncture, approximately 45 degrees. Do not apply compressive or occlusive manual/digital pressure to the vessel while rotating lever, releasing the anchor, or withdrawing the manta device. Only support the skin enough to prevent distension of the vessel.

Event description:
It was reported that: teleflex representation was not present at this case. Physician called clinical rep after case was completed and stated the following: during an evar case on (B)(6) 2023 an 18f manta was deployed without issue on the right side. Upon deploying a 14f manta on the left side the blue tube did not descend to push the lock down. Physician reported, "that he tried to 'pick' it out with a hemostat clamp and could not retrieve it." He then decided to cut the suture and remove the back end of the 14f manta and use the blue tube from the previously used 18f manta and slide it onto the 14f manta suture to slide the lock down. He reported that he did this all while maintaining tension of the suture. The 14f manta suture was cut below skin level, and the case concluded without issue. Additional information on 23feb2023: during an evar procedure on the 22feb2023, micropuncture and ultrasound were used to gain access in the left cfa. There were no issues advancing or withdrawing the procedure sheaths. When attempting to advance the bypass tube through the manta sheath, the physician stated that once he realized the lock advancement tube (blue tube) would not descend, he cut the shaft (white tube) at the top of the device and removed the back end of the 14f device while he retained tension on the suture. He then cut the blue tube from the 18f manta and inserted it onto the 14f manta suture and was able to push the lock down along the suture. The physician stated that he initially 'pushed very hard to insert manta through the valve'. He then pulled back and the manta device was slightly bent. He reinserted the manta and was able to pass in through the valve. Time to hemostasis was 1 minute and the patient was reported as fine post the procedure.

Event description:
It was reported that: teleflex representation was not present at this case. Physician called clinical rep after case was completed and stated the following: during an evar case on (B)(6) 2023 an 18f manta was deployed without issue on the right side. Upon deploying a 14f manta on the left side the blue tube did not descend to push the lock down. Physician reported, "that he tried to 'pick' it out with a hemostat clamp and could not retrieve it." He then decided to cut the suture and remove the back end of the 14f manta and use the blue tube from the previously used 18f manta and slide it onto the 14f manta suture to slide the lock down. He reported that he did this all while maintaining tension of the suture. The 14f manta suture was cut below skin level, and the case concluded without issue. Additional information on (B)(6) 2023: during an evar procedure on the (B)(6) 2023, micropuncture and ultrasound were used to gain access in the left cfa. There were no issues advancing or withdrawing the procedure sheaths. When attempting to advance the bypass tube through the manta sheath, the physician stated that once he realized the lock advancement tube (blue tube) would not descend, he cut the shaft (white tube) at the top of the device and removed the back end of the 14f device while he retained tension on the suture. He then cut the blue tube from the 18f manta and inserted it onto the 14f manta suture and was able to push the lock down along the suture. The physician stated that he initially 'pushed very hard to insert manta through the valve'. He then pulled back and the manta device was slightly bent. He reinserted the manta and was able to pass in through the valve. Time to hemostasis was 1 minute and the patient was reported as fine post the procedure.

Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.